Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: the pt suffered trauma from a gunshot wound to the chest. The stapler did not fire staples when attempting to fire on the pulmonary artery and vein. The surgeon continued to gain vascular control, but the site was very close to the heart. There was multiple sutures with clamping done. The pt had expired. There was an unanticipated blood loss of 16 liters. Surgery time was delayed by more than 30 minutes and the delay did affect the pt. There was no reinforcement material used. There were no components that fell in the pt cavity. The estimated date of death is (B)(6) 2014. The cause of death is listed as respiratory failure.